Event description:
The distributor contacted animas on (B)(6) 2013 and reported the down arrow keypad button was unresponsive. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/16/2014 with the following: the keypad cover was observed to be peeling off at the bottom. The complaint that the down arrow keypad button was unresponsive was not able to be duplicated during testing. All keypad buttons responded appropriately to button presses. The keypad cover was removed and no contamination was found under any key contacts. Unrelated to the complaint, evaluation revealed that the display was dim and faded. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).